Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was used for a surgical task and would not function properly. Use of the instrument was discontinued, and it was replaced with a backup. The user completed the procedure using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation has been completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. The instrument was found to have multiple input disk broken. Input disk #7 was found completely detached from the housing. Hairline cracks were found on input disk #6. The input disk component consists of ultem or peek material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The complaint regarding the instrument was not functioning properly confirmed by fa, which indicates that the device may have contributed to the customer reported issue.